Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further noted that stenosis had occurred. In (B)(6) 2011, the subject was on aspirin and clopidogrel but not on the study drug. Coronary angiographic findings revealed "80% hazy stenosis in the mid circumflex". The stenosis was treated with balloon angioplasty and placement of 3.00 x 15 mm non-bsc stent. Folllowing post dilatation, residual stenosis was 0%. The site has confirmed that no stent thrombosis of the study stent was noted. The event was considered to be resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, chest pain occurred. On (B)(6) 2010, the subject was diagnosed with silent ischemia. Cardiac catheterization was recommended which revealed a 85% stenosed lesion located in the proximal left circumflex (lcx). The lesion was 10 mm long with a reference vessel diameter of 3.5 mm and treated with direct stent placement using a 3.50 x 12 mm taxus liberte stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2011, the subject developed chest pain. Treatment and outcome is unknown.